Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstruation issues"), migraine ("migraines"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (laparoscopic removal of essure device). At the time of the report, the pelvic pain, infection, menstrual disorder, migraine, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, infection, menstrual disorder, migraine and pelvic pain to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), endometritis ('endometritis') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 12367144,626976) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multigravida, parity 3 (date of birth: (B)(6) 1999, (B)(6) 2003 and (B)(6) 2005.), abdominal cramps, smoker and bipolar disorder. Concurrent conditions included morbid obesity, acid reflux (oesophageal), benign essential hypertension, swelling of limbs, heartburn, anemia, claudication, myalgia, back pain, bloating, constipation, diarrhea, flatulence, chest pain, palpitations, heartbeats irregular, vomiting, urinary frequency, diaphoresis, confusion, numbness, pruritus, rash, ovarian cyst nos, pain in arm, concentration impairment, trouble falling asleep, vaginal discharge, breast pain and irritability. Family history included depression and anxiety. Concomitant products included celecoxib (celexa), hydrochlorothiazide, medroxyprogesterone acetate (depo-provera), omeprazole and oral contraceptive nos. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("infections / infection (bladder/ urinary tract/ vaginal) type: vaginal"), migraine ("migraines"), libido decreased ("hormonal changes describe: decreased libido"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)/cramps") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), genital haemorrhage ("gen.abnormal bleeding"), vulvovaginal candidiasis ("candida vaginosis"), vaginal discharge ("vaginal discharge") and post procedural complication ("post removal complications: yes"). The patient was treated with amlodipine, amlodipine besilate (norvasc) and surgery (laparoscopic removal of essure device). Essure was removed in (B)(6) 2018. At the time of the report, the uterine perforation, endometritis, vaginal infection, menstrual disorder, migraine, depression, anxiety, libido decreased, vaginal haemorrhage, menorrhagia, fatigue, weight increased, genital haemorrhage, vulvovaginal candidiasis, vaginal discharge and post procedural complication outcome was unknown and the pelvic pain, headache and dysmenorrhoea had resolved. The reporter considered anxiety, depression, dysmenorrhoea, endometritis, fatigue, genital haemorrhage, headache, libido decreased, menorrhagia, menstrual disorder, migraine, pelvic pain, post procedural complication, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: four trailing coils for identification,leaving two identifying coils post release. Treatment received for pelvic pain, menorrhagia, gen.abnormal bleeding, candida vaginosis, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.1 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient's medical record: pelvic pain, dysmenorrhea, fatigue, nausea, menorrhagia, headache, libido decreased, vaginal infection , depression, anxiety, endometritis, uterine perforation. Lot number: 12367144; manufacture date: 2008-09; expiration date: 2010-05. Lot number: 626976; manufacture date: 2008-04; expiration date: 2010-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received. New events added: post removal complications, gen. Abnormal bleeding, candida vaginosis, vaginal discharge. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), endometritis ('endometritis') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 12367144,626976) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multigravida, parity 3 (date of birth: (B)(6) 1999, (B)(6) 2003 and (B)(6) 2005.), abdominal cramps, smoker and bipolar disorder. Concurrent conditions included morbid obesity, acid reflux (oesophageal), benign essential hypertension, swelling of limbs, heartburn, anemia, claudication, myalgia, back pain, bloating, constipation, diarrhea, flatulence, chest pain, palpitations, heartbeats irregular, vomiting, urinary frequency, diaphoresis, confusion, numbness, pruritus, rash, ovarian cyst nos, pain in arm, concentration impairment, trouble falling asleep, vaginal discharge, breast pain and irritability. Family history included depression and anxiety. Concomitant products included celecoxib (celexa), hydrochlorothiazide, medroxyprogesterone acetate (depo-provera), omeprazole and oral contraceptive nos. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("infections / infection (bladder/ urinary tract/ vaginal) type: vaginal"), migraine ("migraines"), libido decreased ("hormonal changes describe: decreased libido"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)/cramps") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), genital haemorrhage ("gen.abnormal bleeding"), vulvovaginal candidiasis ("candida vaginosis"), vaginal discharge ("vaginal discharge") and post procedural complication ("post removal complications: yes"). The patient was treated with amlodipine, amlodipine besilate (norvasc) and surgery (laparoscopic removal of essure device). Essure was removed in (B)(6) 2018. At the time of the report, the uterine perforation, endometritis, vaginal infection, menstrual disorder, migraine, depression, anxiety, libido decreased, vaginal haemorrhage, menorrhagia, fatigue, weight increased, genital haemorrhage, vulvovaginal candidiasis, vaginal discharge and post procedural complication outcome was unknown and the pelvic pain, headache and dysmenorrhoea had resolved. The reporter considered anxiety, depression, dysmenorrhoea, endometritis, fatigue, genital haemorrhage, headache, libido decreased, menorrhagia, menstrual disorder, migraine, pelvic pain, post procedural complication, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: four trailing coils for identification,leaving two identifying coils post release. Treatment received for pelvic pain, menorrhagia, gen.abnormal bleeding, candida vaginosis, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.1 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient's medical record: pelvic pain, dysmenorrhea, fatigue, nausea, menorrhagia, headache, libido decreased, vaginal infection , depression, anxiety, endometritis, uterine perforation. Lot number: 12367144 manufacture date: 2008-09 expiration date: 2010-05. Lot number: 626976 manufacture date: 2008-04 expiration date: 2010-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received. New events added: post removal complications, gen.abnormal bleeding, candida vaginosis, vaginal discharge. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), endometritis ('endometritis') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 12367144,626976) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multigravida, parity 3 (date of birth: (B)(6) 1999, (B)(6) 2003 and (B)(6) 2005.), abdominal cramps, smoker and bipolar disorder. Concurrent conditions included morbid obesity, acid reflux (oesophageal), benign essential hypertension, swelling of limbs, heartburn, anemia, claudication, myalgia, back pain, bloating, constipation, diarrhea, flatulence, chest pain, palpitations, heartbeats irregular, vomiting, urinary frequency, diaphoresis, confusion, numbness, pruritus, rash, ovarian cyst nos, pain in arm, concentration impairment, trouble falling asleep, vaginal discharge, breast pain and irritability. Family history included depression and anxiety. Concomitant products included celecoxib (celexa), hydrochlorothiazide, medroxyprogesterone acetate (depo-provera), omeprazole and oral contraceptive nos. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("infections / infection (bladder/ urinary tract/ vaginal) type: vaginal"), migraine ("migraines"), libido decreased ("hormonal changes describe: decreased libido"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)/cramps") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), genital haemorrhage ("gen. Abnormal bleeding"), vulvovaginal candidiasis ("candida vaginosis"), vaginal discharge ("vaginal discharge") and post procedural complication ("post removal complications: yes"). The patient was treated with amlodipine, amlodipine besilate (norvasc) and surgery (laparoscopic removal of essure device). Essure was removed in (B)(6) 2018. At the time of the report, the uterine perforation, endometritis, vaginal infection, menstrual disorder, migraine, depression, anxiety, libido decreased, vaginal haemorrhage, menorrhagia, fatigue, weight increased, genital haemorrhage, vulvovaginal candidiasis, vaginal discharge and post procedural complication outcome was unknown and the pelvic pain, headache and dysmenorrhoea had resolved. The reporter considered anxiety, depression, dysmenorrhoea, endometritis, fatigue, genital haemorrhage, headache, libido decreased, menorrhagia, menstrual disorder, migraine, pelvic pain, post procedural complication, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: four trailing coils for identification,leaving two identifying coils post release. Treatment received for pelvic pain, menorrhagia, gen. Abnormal bleeding, candida vaginosis, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.1 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient's medical record: pelvic pain, dysmenorrhea, fatigue, nausea, menorrhagia, headache, libido decreased, vaginal infection , depression, anxiety, endometritis, uterine perforation. Lot number: 12367144 manufacture date: 2008-09 expiration date: 2010-05. Lot number: 626976 manufacture date: 2008-04 expiration date: 2010-04 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstruation issues"), migraine ("migraines"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (laparoscopic removal of essure device). Essure was removed. At the time of the report, the pelvic pain, infection, menstrual disorder, migraine, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, infection, menstrual disorder, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), endometritis ('endometritis') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 12367144,626976) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multigravida, parity 3 (date of birth: (B)(6) 1999, (B)(6) 2003 and (B)(6) 2005.), abdominal cramps, smoker and bipolar disorder. Concurrent conditions included morbid obesity, acid reflux (oesophageal), benign essential hypertension, swelling of limbs, heartburn, anemia, claudication, myalgia, back pain, bloating, constipation, diarrhea, flatulence, chest pain, palpitations, heartbeats irregular, vomiting, urinary frequency, diaphoresis, confusion, numbness, pruritus, rash, ovarian cyst nos, pain in arm, concentration impairment, trouble falling asleep, vaginal discharge, breast pain and irritability. Family history included depression and anxiety. Concomitant products included celecoxib (celexa), hydrochlorothiazide, medroxyprogesterone acetate (depo-provera), omeprazole and oral contraceptive nos. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("infections / infection (bladder/ urinary tract/ vaginal) type: vaginal"), migraine ("migraines"), libido decreased ("hormonal changes describe: decreased libido"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)/cramps") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with amlodipine, amlodipine besilate (norvasc) and surgery (laparoscopic removal of essure device). Essure was removed in (B)(6) 2018. At the time of the report, the uterine perforation, endometritis, vaginal infection, menstrual disorder, migraine, depression, anxiety, libido decreased, vaginal haemorrhage, menorrhagia, fatigue and weight increased outcome was unknown and the pelvic pain, headache and dysmenorrhoea had resolved. The reporter considered anxiety, depression, dysmenorrhoea, endometritis, fatigue, headache, libido decreased, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: four trailing coils for identification,leaving two identifying coils post release. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.1 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient's medical record: pelvic pain, dysmenorrhea, fatigue, nausea, menorrhagia, headache, libido decreased, vaginal infection , depression, anxiety, endometritis, uterine perforation. Lot number: 12367144 manufacture date: 2008-09, expiration date: 2010-05. Lot number: 626976 manufacture date: 2008-04, expiration date: 2010-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jun-2019: quality-safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), endometritis ('endometritis') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 12367144, 626976) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multigravida, parity 3 (date of birth: (B)(6), (B)(6) and (B)(6).), abdominal cramps, smoker and bipolar disorder. Concurrent conditions included morbid obesity, acid reflux (oesophageal), benign essential hypertension, swelling of limbs, heartburn, anemia, claudication, myalgia, back pain, bloating, constipation, diarrhea, flatulence, chest pain, palpitations, heartbeats irregular, vomiting, urinary frequency, diaphoresis, confusion, numbness, pruritus, rash, ovarian cyst nos, pain in arm, concentration impairment, trouble falling asleep, vaginal discharge, breast pain and irritability. Family history included depression and anxiety. Concomitant products included celecoxib (celexa), hydrochlorothiazide, medroxyprogesterone acetate (depo-provera), omeprazole and oral contraceptive nos. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("infections / infection (bladder/ urinary tract/ vaginal) type: vaginal"), migraine ("migraines"), libido decreased ("hormonal changes describe: decreased libido"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)/cramps") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with amlodipine, amlodipine besilate (norvasc) and surgery (laparoscopic removal of essure device). Essure was removed in (B)(6) 2018. At the time of the report, the uterine perforation, endometritis, vaginal infection, menstrual disorder, migraine, depression, anxiety, libido decreased, vaginal haemorrhage, menorrhagia, fatigue and weight increased outcome was unknown and the pelvic pain, headache and dysmenorrhoea had resolved. The reporter considered anxiety, depression, dysmenorrhoea, endometritis, fatigue, headache, libido decreased, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: four trailing coils for identification,leaving two identifying coils post release. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Concerning the injuries reported in this case, the following ones were described in patient's medical record: pelvic pain, dysmenorrhea, fatigue, nausea, menorrhagia, headache, libido decreased, vaginal infection , depression, anxiety, endometritis, uterine perforation. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs & mr received. Essure lot number added. Product indication updated. Essure explant date added. Following events were added: hormonal changes describe: decreased libido, abnormal bleeding (vaginal), menorrhagia, headaches, dysmenorrhea (cramping), fatigue, weight gain.event and she did not undergo essure confirmation test. Pt was updated: infections. Event severity added for: pelvic pain. Event outcome added for: pelvic pain, dysmenorrhea (cramping)/cramps and headaches. Medical history, concomitant, treatment medications were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.